Event description:
It was reported that an intraocular lens (iol) zcb00 was required to be removed and replaced within the same procedure owing to a capsular tear that was noted. Incision enlargement was required and a vitrectomy was performed during the removal of the lens. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of the report has been submitted. Placeholder.

Manufacturer narrative:
Gender/sex: female patient has recovered. (B)(6). The intraocular lens was returned to the manufacturing site for investigation. A visual inspection at 10x microscope magnification was performed. The inspection revealed the lens had a missing haptic. A substance appears to be viscoelastic (ovd) on the lens. A red stain appears to be blood was on the lens edges. Surface residuals (fiber/particles) were found on the lens compatible with handling the lens. No cosmetic defects related to manufacturing were found. The condition of haptic detached was observed in the sample returned and could be related to the surgical technique. Based on the investigation no manufacturing cosmetic defect was found in the returned lens. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer's report were identified. All pertinent information available to abbott medical optics has been submitted. Placeholder .